Manufacturer narrative:
Device evaluation summary device evaluation of belt (B)(4) has been completed. The reported problem (te's non-functional) was confirmed. Upon investigation the belt was found to have an exposed wire in the distribution node (dn) to rear therapy electrode cable, causing an intermittent short inside the dn. The cause of the non-functional te's was the intermittent short. The root cause of the exposed wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the therapy electrodes were non-functional.